Event description:
It was reported that when using the bd pyxis¿ medstation¿ es e03back displayed a black screen and failed to boot up. The customer attempted to reboot the station more than five times; however, the station remained unresponsive and continued to display a black screen.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station displayed a black screen and was unable to boot. A field service engineer (fse) evaluated all in one (aio) system after the screen went dark upon power up. The device had power, and all peripherals and power supplies were confirmed to be functioning. After consultation with a lead, aio was ruled out as the cause of the screen issue, and a bridge was ordered. The machine was reimaged to version 1.6.1. The system functioned as intended after field service engineer repaired the device.